Event description:
As reported by our edwards life sciences field representative, during the deployment of a 26 mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst. The balloon was fully inflated, and the valve was completely expanded before the balloon ruptured. There were no complications to the patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h3, additional information added to d9, additional codes added to h6 type of investigation, codes corrected on h6 investigation findings, codes corrected on h6 investigation conclusions. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: inflation balloon burst longitudinally and radially; no balloon material was missing. Dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements of the balloon single wall thickness met specification. Due to the nature of the complaint, no functional testing was able to be performed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Extensive manufacturing mitigations (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot) are in place to prevent this type of malfunction. These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed by visual inspection of the returned device. An existing technical summary written by edwards lifesciences has documented the root cause analysis on balloon bursts in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Review of available information suggests that patient (calcification) and procedural factors (over-inflation) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.